Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the problem was confirmed. The lcd display module was replaced. A visual inspection observed a crack in the top-left corner of the front enclosure. The crack appears to be from a hard impact or drop, and not from normal wear and tear. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.